Manufacturer narrative:
On 5/28/2019, after many follow ups with the reporter to get the correct lot , and serial number and did not received no respond, mentor decided to identify the received device as suspect device with lot number (B)(4), serial number (B)(4), and catalog number 3501670. If at later time different information received, the update will be reported accordingly. Concomitant product: lot is 6008677, serial number (B)(4). Catalog number 3501670. On 6/25/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Correction: on 6/25/2019,mentor became aware that the initial report incorrectly reported that the device was not received, on 5/6/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation: the analysis results showed a tear in the anterior aspect measuring approximately 2.0 cm. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: left- mentor smooth round moderate profile 425cc saline breast implant, catalog number, 3501670, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor smooth round moderate profile 425cc saline breast implants which the right side deflated after implantation. The issue was diagnosed with right implant deflation. As a result patient underwent bilateral removal and replacement as follow: right replaced with catalog number 3501685, serial number: (B)(4), and left replaced with catalog number 3501685, serial number: (B)(4) on (B)(6) 2019.